Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing auto-reducing from his scs system. An sjm representative met with the patient and confirmed high lead impedances were present. X-rays taken indicated possible lead fracture. Additionally, it was reported the patient experienced multiple falls over the past few months and as a result, has been without stimulation. Surgical intervention to address the issue may take place at a later date.